Manufacturer narrative:
The medium-large clip applier instrument was received, and failure analysis confirmed/replicated the reported event. The clamp pivoting grip rod was dislodged which likely caused the imprecise movement. The housing was removed for inspection and found the component holding the drive rod dislodged from the usual place. This causes the drive rod to become stationary when articulating the grip knob. Visual inspection was performed and found no external damage to the shaft or housing. Although the instrument moved intuitively with full range of motion in all directions, while manipulating with the master tool manipulator (mtm), the grips failed to open and exhibited imprecise motion while gripping. Unrelated to the event, the instrument was also found to have corroded pulley cables. When the housing of the instrument was opened up, the pulley cables exhibited a white substance indicative of corrosion.

Event description:
It was reported that during a da vinci-assisted retroperitoneal nephrectomy procedure, the medium-large clip applier instrument closed and applied a clip to the renal artery but became stuck on the vessel. The customer reported that the release wheel did not work to open the jaws. The customer was able to get it off the vessel and the procedure was completed as planned with no reported patient injury or complication. The instrument was inspected after this event occurred and the customer did not observe any damage or issues other than the wheel at the back of the instrument to open the instrument jaws did not move when manipulated.